Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient fell on device area hard and the cardiac resynchronization therapy defibrillator (crt-d) shifted. It was noted that noise was being seen on the right atrial (ra), right ventricular (rv) and shock channels, however no noise was seen in the on the left ventricular (lv) channel. The physician reported that they were able to reproduce noise with isometrics but not with pocket manipulation. Impedance measurements were stable and within range for all leads and there were no inappropriate shocks. However there was oversensing of the noise causing inappropriately stored non-sustained ventricular events. The physician described the noise as low frequency and low amplitude noise that was fine and fuzzy. He also stated that he thought he could hear some clicking in the header when manipulating but was not entirely sure the noise was from the device. Boston scientific technical services (ts) was consulted and discussed that typically fractures and header damage have out of range impedance measurements, which were not being seen in this case. The physician noted that an x-ray was taken of the pocket and did not reveal any device header issues. The physician stated there may possibly be a kink in the lv lead. The possibility of lead insulation issues was also discussed. The physician was considering a revision procedure. A few weeks later the clinic contacted ts and discussed that there was now noise on all three leads. The clinic was attempting to program parameters for the remote home monitoring system. A revision procedure was scheduled for the future. At this time the crt-d and all leads remain in service and no adverse patient effects have been reported.